Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon opening the packet the needle was not attached to the thread. A new device was used to resolve the issue. No patient complication reported.